Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was awakened by a low glucose alert and observed a blood glucose of 59 mg/dl, treated with oral glucose tablets, and experienced a temporary black screen on both the ilet and phone before the display returned, after which the blood glucose was 170 mg/dl. Symptoms included feeling hot during the hypoglycemic episode. Outcomes included transient hypoglycemia lasting approximately 30 minutes without medical intervention or assistance. Investigation included troubleshooting and education regarding the 15-15 rule for hypoglycemia treatment and creation of a case for the display issue. Investigation of this case revealed that the hypoglycemia cause was unclear and that the user ingested a total of approximately 45 grams of carbohydrates, which could result in a subsequent high glucose alert, while the transient screen issue resolved when the display returned. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.